Manufacturer narrative:
Concomitant medical product: product ID: 69475 lead, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with phrenic stimulation from the atrial lead. Device atrial output was decreased and capture management was turned off. The patient came back in two days later with atrial paced rhythm with failure to sense. A chest x-ray showed that the atrial lead had retracted and overlies the svc. The ra lead was capped and replaced. It was noted that the patient is taking part in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.